Manufacturer narrative:
User alleges when they plugged a joystick in it sparked, and they smelled smoke. It's unk why the device was unplugged from the chair. Device has been in use for 6 months. Filing on the user's allegation of a spark, and smoke smell on what appears to be the result of servicing the chair. Malfunction is not confirmed. Product has not been returned for evaluation at this time so it is unk if a malfunction occurred or if other factors such as misuse, abuse or a service error that may have caused or contributed to this alleged incident. Manufacturer is attempting to obtain product for inspection.

Event description:
The consumer states when he plugged in the joystick, it allegedly sparked and he smelled smoke. No injury is alleged.